Event description:
The customer reported that the c-arm will not lower, it will only lift. No patient injury was reported.

Manufacturer narrative:
The ge service rep found a false contact in the connector ps3. He adjusted the c-arm power system. The equipment was repaired.